Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device tested normal during automated electrical testing. The battery was sent to the vendor for further evaluation. No anomaly was detected. The cause of the premature battery depletion remains undetermined.

Event description:
It was reported that premature battery depletion was observed. The deivce was beyond eol. Hence, the device was explanted.